Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was confirmed that intervention was required, therefore section adverse event or product problem, outcomes attributed to adverse event, and type of reportable event have been updated to reflect the reported adverse event. Sections have been updated with the additional information provided. Implant date- unknown, due to the unknown date of event.

Event description:
Additional information was received on august 13, 2018. The type of procedure that was being performed was a heart catheterization. The procedure sheath size used was a cordis avanti. There was a pre-deployment angiogram performed. The device did deploy in the patient, however, hemostasis failed later in recovery, and manual compression was performed.

Manufacturer narrative:
Date of event: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor was not getting bleed back with the angio-seal evolution device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.